Event description:
The customer contact reported "the alarms are not working." Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.